Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. During preparation of 3.50 x 38 synergy drug eluting stent the physician noticed that the stent was not crimped on to the balloon enough, and was not able to insert over the guidewire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent strut rows 1, the stent struts were lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. As part of analysis a recommended 0.014-inch guidewire was proximally inserted through the tip before it got stuck. The device was placed in a water-bath at 37 degrees celsius to soften any medium that could have dried in the wire lumen. The device was removed from water-bath and 0.014-inch guide wire successfully inserted with no restrictions. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of 3.50 x 38 synergy drug eluting stent the physician noticed that the stent was not crimped on to the balloon enough, and was not able to insert over the guidewire. The procedure was completed with a different device. No patient complications were reported.